Event description:
Boston scientific received information that this implantable pacemaker and the right ventricular (rv) lead exhibited low, out-of-range (oor) pacing lead impedance measurement less than 200 ohms. It was also observed that the lead had high pacing thresholds and undersensing. Subsequently, the rv lead was surgically abandoned and successfully replaced. Additional information was received indicating that the source of the clinical observation was not conclusively determined. The rv lead was out of service while this pacemaker remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.